Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "Rain out in the circuit causing the vent to get occlusion messages and filters have a lot of moisture in them, they just started using the fisher paykal humidifiers. [User facility representative] could not tell me if the units heater was working as the hosp has a policy that they do not touch the vents if there is pt involvement. There was no pt injury." The following description of the event was copied from the user facility medwatch report received from the user facility on 10/3/07. "Pt was connected to ventilator yet ventilator was not cycling. Pt was removed and bagged while another therapist replaced the internal [exhalation] filter. Ventilator was recalled, passed calibration, however, did not cycle when placed back on pt. Pt was taken off, bagged and placed on a different ventilator"

Manufacturer narrative:
The viasys field service rep investigated the device and could not find any problem with it, thus he was not able to identify a root cause in this alleged event. The viasys field service rep tested the heating element in the exhalation chamber and it checked out ok. Completed calibration verification and functional test, device passed all performance checks.